Manufacturer narrative:
(B)(4).

Event description:
The physician was treating lesions in the distal and proximal region of the lad. Three non-medtronic stents were deployed in the distal and proximal sections of the vessel. Then, blood flow decreased. When post dilation was being performed on the stent implanted on the proximal end of the lad a thrombus "entered" the circumflex artery and the patient's condition changed abruptly. Additional treatment was provided to the patient including implantation of a resolute integrity device in the lmt. Blood flow did not improve and thrombus was confirmed. The resolute integrity stent had been successfully deployed. The patient was transferred to ccu where their conditioned deteriorated and eventually the patient died. The patient had no thrombosis-related history but had undergone previous pci in the past for angina pectoris. Patient was on bayaspirin and plavix. The physician commented that there were no particular issues in terms of the procedure as well as dapt and use of heparin. Nevertheless, this case was highly risky having three branches as the target lesions with the lesion length being long and in severe condition. Although the cause remains unknown, it is suspected that the patient had died from acute coronary occlusion, which was caused by a decrease in the coronary blood flow after thrombus was formed accidentally.